Event description:
It was reported that the ventilator failed internal leakage test with message "system volume too small" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the internal leakage test failure with message "system volume too small" during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the o2 gas module was defective. The issue has been resolved by replacing o2 gas module and the device was delivered to the user in working condition. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).